Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that blower temperature high was displayed during use. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not confirmed the high temperature issue. However, it was reported that the filter was very dirty during use and it was cleaned before the device was tested.. Though the reported high temperature issue was not duplicated, the occurrence of check vent e/c 1122 was confirmed in the diagnostic log so the blower and the mc pcba were replaced. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Due to no parts being returned for failure investigation (fi), no root cause could be determined. If parts are returned, the complaint will be reopened.